Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging that one touch ultralink meter would not power on upon test strip insertion. The meter would power on only with the power button. The pt experienced no symptoms of high or low blood glucose, and she did not seek any medical attention. The customer care advocate determined during the troubleshooting call that the pt's test strips were correct, and there had been no misuse of the product. The issue was resolved by reseating the meter's battery. The pt did not suffer any injury due to the reported meter. He did not experience any symptoms and denied seeking medical attention. However, as the reported meter would not power on with the test strips, this complaint is being reported.